Event description:
Subsequent to the initial medwatch, additional clarification was received: reportedly, although plunger and thumb advancer deployment were completed, the clip did not deploy. The device was withdrawn with the clip not deployed. No additional information was provided.

Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for evaluation. The reported failure of the clip to deploy was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional coronary stenting procedure, arteriotomy closure of the right common femoral artery was attempted using a starclose se device. Reportedly, during plunger deployment, the plunger became stuck halfway through deployment and could not be advanced into the completion window. The exchange sheath did not split. The device was removed after activating the safety release button. Manual arterial compression was applied to achieve hemostasis. The procedure was performed under local anesthesia. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow-up will be submitted with all additional relevant information.